Manufacturer narrative:
Concomitant medical products: product ID 3966, lot# la5219, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that two tiny pieces of the lead were left around the tailbone area because they couldn¿t remove them safely. The patient requested MRI guidelines pertaining to the remaining parts of the lead. They were checking to see if the patient had ms. It was noted by the patient that this was not related to their explanted device. There were no patient symptoms reported. [Refer to manufacturer report #1030489-2017-00147 for details pertaining to the reportable related event.]

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.